Event description:
It was reported the patient came to the hospital after an increase in stiffness, per the patient¿s mother. The patient¿s dose was increased and the patient experienced relief unilaterally. An additional symptom the patient had experienced associated with the event included increased spasticity. It was reported that there was an ¿unknown¿ issue with the patient¿s catheter and the health care provider (hcp) elected to replace the spinal segment. The tip had been at t1 and the hcp replaced the catheter with the tip at t7. A new spinal segment was placed and ¿old catheters¿ were removed. It was noted there were two previously tied off catheters. The patient¿s status at the time of report was listed as ¿alive ¿ with injury¿ and the details of the injury included ¿surgical incisions¿. At the time of the revision, the patient¿s dose was reduced from 1300mcgml to 1000mcg/ml. The device system was used to deliver baclofen. It was later reported that the device manufacturer representative did not know what diagnostics had been done prior to the surgery. The catheter issue remained unknown to the reporter. Regarding the previously reported ¿alive ¿ with injury; surgical incisions¿ it was specified there was no surgical complication. Since the initial report date, it was reported the patient had two subsequent surgeries. On (B)(6) 2013 the patient was brought in for fluid draining from the incision on his back. Since the hcp had removed three old catheters, the hcp determined a cerebrospinal fluid leak occurred. The fascia was stitched together to prevent further drainage. Then on (b)6( 4)2013, the patient was brought to surgery for a catheter revision fur suspected withdrawal. The catheter had backed out of the intrathecal space. It was replaced with a new 8598 and connected to the existing 8596 catheter. The current state of the patient's symptoms was unknown as of (B)(6) 2013-. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: catheter. Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: catheter. Product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: catheter. (B)(4).